Manufacturer narrative:
The device is not available for evaluation, without the return of the device a comprehensive investigation cannot be performed and root cause cannot be determined.

Event description:
The event involved a microclave connector where the customer reported a no flow issue during patient use. The customer reported that the nurse performs intravenous infusion therapy for the patient; according to the standard of intravenous therapy, the indwelling needle needs to be connected to connector. The product was in tact, there was no air leakage, within the validity period, in accordance with the normal use of technical specifications. But the drug cannot be excreted after the product is attached. The reporter stated that there was no other information about the patient, the infusion, or the procedure. There was patient involvement, but there was no harm reported as a consequence of this event.